Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. The customer reported that after the pump generated an air in line alarm, the user opened the cassette door to prime the cassette further. While priming the cassette, the infusion pump shut down, initiated an update, and subsequently lost all previous settings. The infusion was running on ac power. There was patient involvement, but no patient harm was reported.

Manufacturer narrative:
The distal air bolus alarm (n234) was confirmed at startup during the complaint investigation and was also identified in the device event log/alarm history. The probable cause is a defective app pwa and pressure detector. The reported issue of the device turning off by itself was not confirmed. After defective parts were replaced, the mechanism was calibrated and the device passed all relevant performance verification testing (pvt) successfully. D9 - date returned to mfg: 12/13/2022.